Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the catheter has a damage (detachet) from the imaging window. No other issues or defect noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter shaft detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and significant calcified obtuse marginal circumflex (omcx) or circumflex (cfx). An icross imaging catheter was selected to treat the target lesion. During procedure, it was noted that the icross imaging catheter shaft was separated and exited the catheter shaft during an imaging pullback sequence. All aspects of the catheter were retrieved and the procedure was completed successfully utilizing another 6fr icross imaging catheter in its place. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter shaft detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and significant calcified obtuse marginal circumflex (omcx) or circumflex (cfx). An icross imaging catheter was selected to treat the target lesion. During procedure, it was noted that the icross imaging catheter shaft was separated and exited the catheter shaft during an imaging pullback sequence. All aspects of the catheter were retrieved and the procedure was completed successfully utilizing another 6fr icross imaging catheter in its place. There were no patient complications reported.